Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous internal iliac artery. A sterling es mr 4mmx40mmx146cm balloon catheter was advanced to treat the target lesion. Upon the 1st inflation, the balloon ruptured at 5 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4) - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)